Event description:
Customer reportedly received results of hi and 191 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Advantage system: advantage meter, comfort curve test strips lot number 549433, expiration date 01/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.